Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level ranged between 153-335 mg/dl and manual injections were administered to address the elevated bg level. Multiple infusion set site changes were performed to address the occlusion alarms. Reportedly, the customer reverted to manual injections for insulin therapy.